Event description:
Patient reported having a lump or thickening in or near the breast or in the underarm area. Patient also reported being diagnosed with a neurological disease specified as ¿trigeminal neurelga" on (B)(6) 2013. Healthcare professional additionally reported capsular contracture baker grade ii/iii. Device remains implanted.. This is left side record.

Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through asr/psr on (B)(6) 2012 and (B)(6) 2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/iii.